Event description:
Experienced ophthalmologist performed cataract surgery; a capsulorhexis style capsulotomy was created, lens was emulsified, using a time of 3.2 mins with average power of 21%. Residual cortical material was removed with irrigation aspiration. Iol, intraocular lens was injected into the anterior chamber using the disposable lens delivery system, however the leading haptic (one of two stabilizing loops) had torn off the lens. Manipulation was required to remove the lens. A second lens was injected, but this went thru an unrecognized rent in the posterior capsule. Vitrectomy was performed. The patient was stable, discharged in the afternoon and referred to a retinal specialist to remove the displaced lens.